Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a patient via phone that after undergoing a procedure where an ar-2324bcm suture anchor was implanted had been experiencing pain since. The patient has a mass on the right side of her back, and it's similar to what she experienced in her foot when peek was implanted. The procedure took place on (B)(6) 2021. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.